Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty setting up the ilet pump and cgm pairing, including a firmware update step, which led to discontinuation of use during the call and a decision to seek additional in-person training; during this period the user¿s blood glucose exceeded 300 mg/dl for more than 90 minutes and the cgm was not connected, so no device alerts occurred. Symptoms included none reported. Outcomes included self-management without outside assistance or medical intervention, with correction by subcutaneous insulin injection. Investigation included complaint handling with troubleshooting and education provided remotely. Investigation of this case revealed user difficulty with system setup and cgm integration; no device malfunction, alarms, or clinical adverse effects were identified, and no alerts occurred due to lack of cgm connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty and use of device other than intended due to incomplete setup, remediable through training and proper cgm pairing.